Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and device: can you please provide more event details? You have reported two devices with two different issues. Which device are you sending back for analysis? For the second device in the event description: can you please provide a product code? Can you please explain what is meant by ¿it was removed manually¿? Was the manual override lever attempted? If yes, did it function as designed? If no, please explain. Was the knife reverse switch ever attempted? If yes, did it function as designed? If no, please explain. Did the jaws of the second device eventually open? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was used to complete the case, but it wouldn't open when finished. It was removed manually. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4).batch # t5ay61. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.